Event description:
The customer reported to vyaire medical that they tried a nebulization with the bellavista 1000, but it did not work and when the citrex was connected for nebulizer calibration, it was unable to measure the flow coming out of the nebulizer port. Furthermore, the patient was transferred to another ventilator and there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire medical advised the customer to perform an o2 gas path test and to check the clicking sound when activating the valve in '16 function blocks screen, and inspect the routing of the blue tube inside. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation:vyaire medical was able to confirm the issue, and after properly connecting the cable, the nebulizer is operational. Root cause of failure was determined due to life cable not connected properly after performing a repair. It turned out that the flat ribbon cable on the life block had become disconnected on one end of the connector.